Manufacturer narrative:
Date of event: unknown. Results: bd received samples from the customer facility for investigation. The samples were visually inspected with 10x magnification for foreign matter. The customer's indicated failure mode for red dust on the needle with the incident lot was not observed. A review of the manufacturing records was completed for the incident lot and no issues were identified. Conclusion: an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that the bd vacutainer® push button blood collection set had some red dust on the IV needle. No serious injury, no medical interventions. Problem was noticed before use.